Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3389s-40, lot# v141065, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that a patient whose indication for use is parkinson's dual and movement disorders reported the patient seemed to have a propensity for infections. Between 2009 and (B)(6) 2015 the patient had to take long term cycles of antibiotics. Any traumas the patient encountered since 2009 which included surgery and skin cancer; the patient found that the lead and extension feel tender and he has eruptions which he believed were rashes on his head, face and back. The patient is receiving good therapy but the healthcare professional wanted to evaluate to see if the patient was allergic to any components.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the patient's entire system was going to be explanted. An infection was ruled out, but the patient continued to have a lot of unexplained skin issues.